Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: not performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical records were reviewed by consulting clinician who indicated: "x-ray available for review include a series dated (B)(6) 2013, which is an ap of both knees and a lateral of the left knee, demonstrating the left knee having minimal osteoarthritis with a screw and washer through the distal lateral femoral cortex approximately 2-centimeters proximal to the superior patellar pole. X-rays dated (B)(6) 2014 are ap¿s and laterals of the left knee demonstrating an un-cemented left total knee arthroplasty with all components in nominal position and the distal femoral screw is now removed. X-rays dated (B)(6) 2016 are an ap and lateral of the left knee, essentially unchanged except for a slightly thicker tibial insert. There is no examination of the explanted insert. There is no evidence that this clinical situation, which was likely due to arthrofibrosis and/or reflex sympathetic dystrophy and soft tissue imbalance was related to factors of faulty component design, manufacturing or materials." Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been 1 other event for the lot referenced. Conclusions: the investigation concluded that instability was likely due to arthrofibrosis and/or reflex sympathetic dystrophy and soft tissue imbalance. There is no evidence that this clinical situation was related to factors of faulty component design, manufacturing or materials. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Patient presented to dr. (B)(6) office with complaints of chronic pain about the left knee with difficulty ambulating and pain at nighttime. She has pain with rest and with activities. Her postop left tka course was complicated by contracture requiring manipulation under anesthesia. Subsequently, she developed a patella clunk syndrome requiring arthroscopic debridement. She also complains of giving way and some instability. She was consulted regarding a revision tka surgery with a thicker poly insert to provide her with greater stability. Patient underwent revision tka on (B)(6) 2014 with poly liner exchange, excision of plica and dense scar tissue, and synevectomy.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient presented to dr. (B)(6) office with complaints of chronic pain about the left knee with difficulty ambulating and pain at nighttime. She has pain with rest and with activities. Her postop left tka course was complicated by contracture requiring manipulation under anesthesia. Subsequently, she developed a patella clunk syndrome requiring arthroscopic debridement. She also complains of giving way and some instability. She was consulted regarding a revision tka surgery with a thicker poly insert to provide her with greater stability. Patient underwent revision tka on (B)(6) 2014 with poly liner exchange, excision of plica and dense scar tissue, and synevectomy.